Event description:
Patient reported both batteries do not power on wcd system. Confirmed both batteries are being pressed into the monitor and screen will not generate light. Wcd role in the event is pending evaluation of to-be-returned device.